Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.